Event description:
It was observed during the device inspection, that the broncho videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 10/26/2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. However, a definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling the event can be detected and prevented in accordance with the following IFU. IFU states that detection method in bf-1tq290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-1tq290 operation manual: chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.